Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Report source: (B)(6). Item # 141232 lot # j6089561. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04723. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain six months after initial implantation due to the locking bar and bearing had backed out. Subsequently, the patient was revised. No additional patient consequences were reported. Attempts have been made and no further information has been provided.